Manufacturer narrative:
The investigation of access site bleeding and vascular damage - peripheral vessel has been completed. No product was returned for evaluation. Clinical details noted that patient was bleeding from multiple sites and required multiple units of volume. The root cause of the access site bleeding - major was most likely patient condition related as patient was bleeding from multiple sites. The failure mode of "vascular damage - peripheral vessel" was removed and investigated under "access site bleeding - major" as no damage to vasculature was reported. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26186 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that they encountered access site bleeding and bleeding from all areas including nose and mouth. As a result, the insertion site dressing was changed, proper insertion angle was maintained, blood products were given, heparin order was revised, and a fem stop was placed. The procedural outcome was the patient survived surgery.